Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited small r-waves/undersensing. The lead was repositioned multiple times with no resolution. The lead was removed and the physician had noted an apparent abrasion on the lead. An alternate lead was utilized. No patient complications have been reported as a result of this event.